Event description:
It was reported that the device performed restarts. There were no patient health consequences reported.

Manufacturer narrative:
The log file of the affected device was available for investigation. The initial analysis of the log file had revealed a temporary communication problem in connection with the pba m4.1 circuit board. As a specified reaction to this time-out in the internal communication, the safety software triggered a warm start of the ventilation unit on (B)(6) 2021, around 06.50 p.m. System time. In order to finally clarify the root cause, the pba m4.1 circuit board (serial no. (B)(6)) was requested and subjected to an endurance test with activated ventilation performed between (B)(6) 2021 to (B)(6) 2021 in an independent device. Based on the endurance test results, a malfunction of the pba m4.1 circuit board could not be confirmed; the log file analysis after the endurance test did not reveal any indications regarding a reoccurrence of a communication problem or a warm start. It is therefore assumed that the communication problem on (B)(6) 2021 was caused by a faulty supply cable or data cable; it is therefore recommended to replace the supply cable and both data cables. As a safety feature of the system, the ventilator's software continuously analyses and verifies correct device function. In case the safety software of the ventilation unit requests a warm start, the safety valve is opened against the environment to allow the patient to breathe spontaneously. After a successful warm start of the ventilation unit, the alarm message "ventilation unit restarted" is issued with an accompanying acoustic alarm tone sequence. In the current event, the device reacted as specified and attempted to remedy a detected deviation by a warm start. This warm start was alarmed as specified; shortly afterwards the unit was actively switched off by the user. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device performed restarts. There were no patient health consequences reported.

Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3. - not returned to manufacturer.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device performed restarts. There were no patient health consequences reported.